Event description:
Terumo needles -lot 0903006, expire 03/14- packaged in plastic bags from (B) (4), with labels listing exp date as "01-31-99". Other packaged needles were packaged with a label listing the exp date as 01-31-14. Product is sent to inject the product restylane. (B) (4). Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: to inject the product restylane.